Event description:
It was reported that this right atrial (ra) lead was fallen or dislodged. The boston scientific technical services consultant did not have any information of this ra lead and have sent a follow up. As of this time, this ra lead remains in service. No adverse patient effects were reported. Additional information received which indicated that ra lead dislodgement was in atrial appendage and confirmed via chest x ray. Ra lead was surgically revised by placing back to the appropriate position to the atrium. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was fallen or dislodged. The boston scientific technical services consultant did not have any information of this ra lead and have sent a follow up. As of this time, this ra lead remains in service. No adverse patient effects were reported.